Event description:
The facility reported a flo-gard infusion pump with failure code 22 within the general patient ward; this condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The condition of a flogard infusion pump with failure code 22 was confirmed and reproduced during product evaluation. This condition was caused by a malfunction in the frequency converter circuitry for occlusion detection. The appropriate connector was reconnected to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.